Event description:
Patient had left total hip arthroplasty (tha). Revision one month after implant, due to pain and by imaging indicated that the polyethylene liner had unlocked and slid out of position, leaving the joint in a subluxed position. In the operating room found liner to have split. Cup and liner replaced.